Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 240 patients with af underwent catheter ablation from july 2013 and june 2015. Among them, 1 patient had arteriovenous fistula in group d. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿use of dabigatran vs. Warfarin with low-molecular-weight heparin bridging in catheter ablation for atrial fibrillation patients with a low chads2 score¿. The purpose of this study was to compare the efficacy and safety of dabigatran and interrupted warfarin with low-molecular-weight heparin bridging in non-valvular atrial fibrillation (af) catheter ablation. Suspect device is a lasso catheter, however catalog and lot number is unknown.